Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and because the subject device was not returned to be evaluated, a root cause could not be conclusively identified. Since it has been confirmed that the distal cover does not come off from the distal end of the endoscope if it can be attached correctly according to the procedure in the instruction manual, it is likely that the detachment of the distal cover that occurred at the facility was caused by the following handling by the user: a slight crack was formed in the rear end of the distal cover due to a load that crushed the distal cover during storage. The customer attached it to the scope as it was, and the distal cover was damaged by the load during use, and the distal cover easily came off from the scope. The distal cover overlapped the hook on the tip of the endoscope, and it is possible that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the scope. The following is included in the device instructions for use (IFU): "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Event description:
When performing due diligence on report with patient identifier (B)(6), the customer noted that he had experienced the same issue a few months back and it was never reported. The following report is being submitted to capture the same failure mode, from a different date. The customer reported that following the completion of an endoscopic retrograde cholangiopancreatography procedure, the tip of his olympus single-use distal cover came off in the patient¿s mouth. Reportedly, the piece caught on the bite block and was immediately removed without any harm to the patient. This record is related to the following patient identifiers: (B)(4).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.